Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient came to our hospital for treatment on (B)(6) 2024 due to palpitation and shortness of breath. He was given infusion using an indwelling needle. During the infusion process, leakage from the indwelling needle was found.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot 3262332. 1-this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the root cause of the leakage cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the specific leakage site and damage state of defective sample cannot be identified.